Manufacturer narrative:
Ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient coughed and capsule broke while z9002 model intraocular lens(iol) had contact with the patient's right eye. Vitrectomy and sutures were done. The procedure was completed successfully using a non johnson and johnson surgical vision lens. Suspect product was discarded. No further information available.